Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was cut and torn around the up arrow keypad button. The keypad was also found to be peeling from the base. The contrast keypad button was found to be intermittently responsive; the contrast button has no effect on insulin delivery function. The up, down and ok keypad buttons were found to be responsive to user input. The keypad cover was removed and contamination was found under the contrast key contacts. Unrelated to the complaint, the text on the display was found to be dim and pink. Also unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The ok keypad button reportedly was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.